Event description:
It was reported post-op of a adjustable gastric band procedure the tubing was kinked. The surgeon could not un-kink the tubing, so he the patient went back into the or and cut the tubing and re-attached the tubing to the port. The case was completed with no patient consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. Device remains implanted.